Event description:
Hill-rom received a report from the (B) (6) regarding a patient fall the night of (B) (6) 2009. The patient was half way to the floor with the siderail down. The patient had no head trauma or pain upon the fall. The patient's catheter was across the bed creating tension, but the patient had no pain or trauma at the catheter site. The patient's urine was draining clear. Nvs and vs were stable. The report indicated the facility did not have the siderail latched.